Event description:
The customer reported that the insulin gauge was displaying an amount different than expected, specifically 17 units instead of the anticipated 100 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Despite several troubleshooting steps, including removing air from the cartridge and using room temperature insulin, the issue persisted. Technical support assisted the customer in reloading the cartridge, after which the customer decided to monitor the situation and follow up if necessary.